Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported an infusion of heparin 25,000 units/250 ml which was supposed to be infusing at 12.9 ml/hr was discovered to be infusing at 31 ml/hr. The customer requested an event log review to verify a suspected programming error. The patient's ptt was elevated but required no medical intervention and there were no lasting effects from this event.

Manufacturer narrative:
The customer¿s report of a suspected programming error was not confirmed. The user reported that an infusion of heparin 25000units/250ml was initiated on (B)(6) 2016 at 2005 and was discontinued at 0634 on (B)(6) 2016. The customer also reported that the initial order called for a rate of 12.9ml/hr, and it was discovered to be infusing at 31ml/hr. However, the pcu event log received from the customer had no entries for the reported times nor does the log have any instances of infusions running at 12.9ml/hr or 31ml/hr. The log also does not have any instances of drugids for heparin 25000units/250ml. When the customer was contacted with the information that the logs received have no entries matching the reported problem, they responded that they would not be able to identify and locate any other devices that were involved in the event. The root cause of the suspected programming error was not identified.